Event description:
*Us legal* it was reported that a revision surgery was performed due to failed hip arthroplasty, metallosis and pseudotumor.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. Also, without the details of the devices involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. No medical documentation related to the reported issues was provided for investigation. Therefore, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.